Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path.there is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer received new and relevant information on 05/19/2026: the device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of foam degradation/particles was found. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed. Box d, box g, box h have been updated/ corrected in this follow-up report. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ ER 2219697 v15 (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. The purpose of a device history record (DHR) review is to confirm that the device was manufactured in compliance with all established specifications. The reportable malfunction of foam degradation has been investigated extensively and is recorded under CAPA 7211. A device being manufactured out of specifications is not related to the root cause of foam degradation. Therefore a review of the device history record (DHR) is not required and will not be conducted.